Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with around 300 units of insulin during the load sequence. Additionally, it was reported that the pump prompted customer to fill tubing multiple times. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 195 mg/dl.